Event description:
The facility returned a +21.0 diopter aq2010v silicone three piece lens to the manufacturer torn. The facility reported the lens was in the patient's eye but was destroyed by the injector, there was patient contact. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn into two pieces. There was evidence of clear surgical residue. (B)(4). Other text: injector not returned.